Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00445 through 3012447612-2021-00447.

Event description:
It was reported that three closure tops stripped intra-operatively during final tightening. They were removed and replaced with other closure tops to complete the procedure without patient impacts. This is report two of three for this event.

Event description:
It was reported that three closure tops stripped intra-operatively during final tightening. They were removed and replaced with other closure tops to complete the procedure without patient impacts. This is report two of three for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed the three returned closure tops all have drive mechanism damage. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during closure top insertion, cross-threading, or using a stripped driver. DHR review: per DHR reviews, the parts were likely conforming when they left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.